Event description:
It was reported, the patient developed a hematoma at the ipg site following implantation. On (B)(6) 2012, the physician relocated the ipg pocket. Follow-up appointment reveled the patient's incisions were healing and patient experiences effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.